Event description:
The customer complained of issues with ise indirect na gen.2 calibration and patient results on a cobas 6000 c (501) module that have been occurring for approximately 1 week. The customer ran a pooled sample on the c 501 module in question and compared it to 2 other c 501 modules at their sister facility. The na result from the pooled sample on the c501 module was discrepant (147 mmol/l) to the other 2 c501 modules (141 mmol/l or 142 mmol/l). The customer repeated all patient samples that were tested for na on (B)(6) 2019. The specific number of patient samples was not provided. The customer provided an example of discrepant results for 1 patient sample. The original result was 146 mmol/l. The repeat result on a different c501 module was 140 mmol/l. The original result was reported outside of the laboratory and corrected upon repeat testing. No adverse event occurred. The c501 module serial number was (B)(4). The field service engineer (fse) visited the customer site and identified a failing na electrode. The fse replaced the na electrode. Calibration and qc was acceptable. The fse performed a 20-point precision test with pooled samples and the results passed. Patient samples were repeated on the instrument and no discrepant results were received. An ise check x20 passed. The system was operating within specification. The customer has had no further issues since the service visit. The investigation determined the root cause of the event was the failing na electrode.